Event description:
A surgeon reported having a pt with decreased vision following bilateral intraocular lens (iol) implant surgery six or seven years ago. In a f/u, the surgeon reported that the pt's "symptom has disappeared" following a lens exchange of the fellow eye. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested. This report was mailed to FDA on: 02/13/2009.